Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, post implant of the 3dmax mesh fixated with capsure fixation, the patient underwent explant of the mesh and fixation due to infection and is currently being treated with IV antibiotics. Post operative infection is a known inherent risk of surgery. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in november 2022. The warning section of the instructions-for-use, supplied with the device states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". This MDR represents the 3dmax mesh. An additional MDR was submitted to represent the capsure straight. Not returned.

Event description:
As reported, during laparoscopic right inguinal hernia repair procedure, the capsure fixation device was used to implant the 3dmax mesh. It was reported that three months later on (B)(6), 2023, the patient presented to the ER with complaints of fever, diarrhea, and vomiting. As reported, the patient was treated with antibiotics for infection. On (B)(6), 2023, the patient underwent an explant procedure, during which the 3dmax mesh and capsure fixation were explanted. Currently the patient is being treated with an aggressive IV antibiotics treatment plan for three months.